Event description:
Microvention recently became aware of a published article (chen et. Al, surgical extraction of migrated coils via proximal segment of the anterior cerebral artery: an emergency alternative. Neurology, publication of the neurological society of a foreign country. 2009/57/3/327/53286) in which it was reported that a patient whose cerebral aneurysm was treated using another manufacturer's intracranial stent, followed by delivery of microvention embolization coils, underwent surgery a day later due to embolization coil migration.

Manufacturer narrative:
The article reported the physician's belief that the stent used in this case underwent significant narrowing and unsatisfactory arterial wall apposition due to its placement in a tortuous and curved section of the treated artery. As a result, the stent did not adequately support the embolization coils, which protruded into the parent artery. In order to prevent further patient artery obstruction, surgery was performed. The patient recovered from surgery without any neurological deficits. No device evaluation was performed as microplex coils were not returned for evaluation post craniotomy.